Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic anterior resection, the knife stopped moving forward on the way of the 1st firing. The device was fired with the jaws clamped a forceps. The device was used on the rectum. The jaws could not be opened, so the knife reverse switch and the manual override lever were used, but the jaws did not open. The target tissue was cut to remove the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.